Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated the patient last charged the ipg over 2 years ago leading to inoperable ipg.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation due to inoperable ipg. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted. Date of explant is estimated.